Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation:rupture.

Event description:
A healthcare professional reported ''during the ultrasound test and surgery of the patient, it was determined that the patient had a rupture on the left side. The device was replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken device on posterior assessed as an unidentified (tear) opening (shell thickness within spec). Additional observations: no other observations observed on the device.

Event description:
A healthcare professional reported, during the ultrasound test and surgery of the patient, it was determined that the patient had a rupture on the left side. The device was replaced with non-allergan device.